Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction 12 alarm. The customer's blood glucose (bg) level was 317 mg/dl with moderate ketones. Insulin injections were administered to address the bg level. Tandem technical support assisted the customer with resetting the pump.